Event description:
It was reported that during a lithotripsy procedure, the physician inserted laser and tried to activate laser via foot pedal, but the laser would not activate and started to make a noise that was described as a loud clinking noise. The physician stopped trying to activate laser, removed laser wire from patient and tried trouble shooting. The laser wire was unplugged and replace with a new laser wire, and it worked. The procedure was completed with the second laser wire without patient complications. The fiber returned and the device analysis identified an internal connector fracture.

Manufacturer narrative:
Medwatch report: (B)(4). Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found that the fiber was received in one piece. The fiber connector was analyzed, it was found that the connector had sever burn marks and the light was not passing through, indicative of an internal connector fracture. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. The initially reported event was confirmed, since the internal connector fracture could lead to an insufficient aiming beam or low laser energy output. A fracture within the connector could occur due to procedural handling of the fiber during setup or use. Also, the interaction between the console and the fracture connector could lead to an overheating of the fiber, that could cause the fiber separated from the connector. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The IFU stated: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. And hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the analysis performed, a conclusion code of cause traced to component failure was assigned to this investigation.